Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that every once in a while the pump doesn¿t recognize the new cartridge after its loaded. Reportedly, a cartridge change would be performed to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide further information.